Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came off tampon unable to get it out, foreign body in reproductive tract, string came off a light tampon, device breakage. Consumer stated on social media that the string came off the tampon. No serious injury was reported.